Manufacturer narrative:
After analysis and review, the previously reported eval code-conclusion was updated.

Event description:
Additional information received from the health care provider (hcp) reported that the patient's pertinentmedical history included fi bromyalgia and chronic neck/back pain. Concomitant medications are vicodin and extended-release morphine. Prior to the pump removal the pump was noted as not functioning. If additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the pump revealed a no anomaly. Analysis of the catheter revealed no significant anomaly; acceptable testing of a catheter returned in segments.

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving infumorph (10 mg/ml) at 3.002mg/day via simple continuous infusion. The last prescription change was during a refill on (B)(6) 2015 at 14:55, at which time the patient assisted (pa) doses were increased by 26% to a maximum total daily dose of 3.784 mg/day. The lot number of the infumorph was unknown. Indications for use included spinal pain. Concomitant medications and pertinent medical history were unable to be obtained. On (B)(6) 2015, the patient was seen in the emergency room (ER) for signs of withdrawal (also reported as withdrawal symptoms). Interrogation of the pump revealed a motor stall (logs subsequently revealed the stall occurred on (B)(6) 2015 at 23:44); there was no exposure to magnetic resonance imaging (MRI), and the patient had not gone through any magnetic fields or fallen. No rotor or dye study had been performed. The plan was to explant the pump on (B)(6) 2015. At that time, the patient status was reported as "alive - no injury." Subsequently, it was noted that the motor stall had recovered (logs subsequently revealed that the stall recovered on (B)(6) 2015 at 23:44). On (B)(6) 2015, the pump and catheter were explanted; the plan was to replace the pump and catheter with other company devices. As of (B)(6) 2015, the issue was resolved. As of (B)(6) 2015, the cause of the motor stall had not been determined.